Event description:
(B)(4). Treatment of an avm (arteriovenous malformation) measuring 3.5cm and located in the deep part of the right cerebrum, s/m grade: 3, non-eloquent area, non-hemorrhagic lesion. It was reported that the patient underwent three onyx embolization treatments with a total of eleven vials of onyx used approximately a week apart from each other. During the third treatment, a hemorrhage from the access site was observed and the patient had an sah (subarachnoid hemorrhage). An MRI / CT (magnetic resonance imaging / computer tomography) produced abnormal findings. The physician stated that the vessel was damaged due to the insertion of the marathon microcatheter; therefore, the nidus and the perforated vessel were embolized with onyx to control the hemorrhage. A CT scan performed post procedure showed no hemorrhage and the avm along with the damaged feeder were excised on (B)(6) 2010 without any problems. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. (B)(4).